Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the non-boston scientific right ventricular (rv) lead. In addition, intermittent high out-of-range (oor) pacing impedances spikes were observed. Boston scientific technical services (ts) discussed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the non-boston scientific right ventricular (rv) lead. In addition, intermittent high out-of-range (oor) pacing impedances spikes were observed. Boston scientific technical services (ts) discussed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated the non-boston scientific right ventricular (rv) lead was fractured. The reported observations of noise, oversensing, and intermittent high out-of-range pacing impedances are likely a result of the lead fracture. The rv lead was surgically abandoned, and the implantable cardioverter defibrillator (ICD) was explanted as an subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No adverse patient effects were reported. The ICD was returned to boston scientific for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the non-boston scientific right ventricular (rv) lead. In addition, intermittent high out-of-range (oor) pacing impedances spikes were observed. Boston scientific technical services (ts) discussed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated the non-boston scientific right ventricular (rv) lead was fractured. The reported observations of noise, oversensing, and intermittent high out-of-range pacing impedances are likely a result of the lead fracture. The rv lead was surgically abandoned, and the implantable cardioverter defibrillator (ICD) was explanted as an subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No adverse patient effects were reported. The ICD was returned to boston scientific for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.